Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 57 mg/dl. The customer was treated with food and milk. The customer also reported that the drive support cap is flushed. . The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinued use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner.